Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation") and device dislocation ("device migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular, abnormal menstruation"), menorrhagia ("prolonged menstruation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy on (B)(6) 2016) and surgery (hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, menstruation irregular, menorrhagia and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular and uterine perforation to be related to essure (ess205). Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("organ perforation/ bowel perforation"), device breakage ("device was cut away from her bowel and there are still pieces there/a small portion of it remained within the uterus"), embedded device ("a small portion of it remained within the uterus as it was scarred in place (right essure)"), the first episode of device dislocation ("device migration/the right essure device had not remained in the right fallopian tube/it was found at the ileocecal junction of the bowel"), the second episode of device dislocation ("essure device noted in the cornua of the left side of the uterus extending into the very proximal fallopian tube/the left side essure device was actually protruding into the endometrial cavity/the essure device was within the uterine cavity") and genital haemorrhage ("abnormal bleeding/bleeding") in a 28-year-old female patient who had essure (ess205) (batch no. 509816/ 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2006), miscarriage in 2005, premature birth in 2000 and premature birth in (B)(6) 2006. Concurrent conditions included cervicitis. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovulation pain ("cramps with ovulation"), dysmenorrhoea ("severe menstruation pain/ pelvic pain during periods") and migraine ("migraines"). From 2012 until 2016, the patient received motrin at an unspecified dose and frequency. In (B)(6) 2012, the patient experienced vulvovaginal pain ("vagina pain") and headache ("head pain sharp radiating nerve pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular, abnormal menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), loss of libido ("loss of sex drive"), treatment noncompliance ("no contraception at any time following your essure placement"), neuralgia ("head pain sharp radiating nerve pain") and abdominal pain lower ("cramps"). The patient was treated with ibuprofen, zolmitriptan, surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed. In (B)(6) 2016, the ovulation pain and dysmenorrhoea had resolved. At the time of the report, the intestinal perforation, device breakage, embedded device, the last episode of device dislocation, menstruation irregular, menorrhagia, vulvovaginal pain, headache, treatment noncompliance and neuralgia outcome was unknown and the genital haemorrhage, dyspareunia, migraine, loss of libido and abdominal pain lower had resolved. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intestinal perforation, loss of libido, menorrhagia, menstruation irregular, migraine, neuralgia, ovulation pain, treatment noncompliance, vulvovaginal pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: plaintiff advised that she had one coil removed from her bowl(there are still pieces there) in (B)(6) 2007 during her tubal ligation procedure and the other one was removed in (B)(6) 2016 by total vaginal hysterectomy with bilateral salpingectom. The essure device was within the uterine cavity was removed as the patient wanted to have the device for herself, although a small portion of it remained within the uterus as it was scarred in place and this was left for the pathologist to identify. Diagnostic results: hysterosalpingogram revealed that one of the essure coils was not in the correct location. Current weight: 2281bs. Intraoperative findings: uterus, tubes, and ovaries were all normal. There was an essure device noted in the cornua of the left side of the uterus extending into the very proximal fallopian tube. On (B)(6) 2016, pathology test revealed right fallopian tube, salpingectomy - unremarkable fallopian tube with peritubal vascular congestion was done . Uterus and cervix, total vaginal hysterectomy -mild chronic cervicitis was done. Endocervical squamous metaplasia was done. Proliferative endometrium was done. Focal superficial adenomyosis was done. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure device noted in the cornua of the left side of the uterus extending into the very proximal fallopian tube/the left side essure device was actually protruding into the endometrial cavity and a small portion of it remained within the uterus as it was scarred in place (right essure). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received: event cramps was added. Reporter and outcome of the event cramps, migraines and loss of sex drive were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("organ perforation/ bowel perforation"), device breakage ("device was cut away from her bowel and there are still pieces there/a small portion of it remained within the uterus"), embedded device ("a small portion of it remained within the uterus as it was scarred in place (right essure)"), device dislocation ("device migration/the right essure device had not remained in the right fallopian tube/it was found at the ileocecal junction of the bowel"), device expulsion ("essure device noted in the cornua of the left side of the uterus extending into the very proximal fallopian tube/the left side essure device was actually protruding into the endometrial cavity/the essure device was within the uterine cavity") and genital haemorrhage ("abnormal bleeding/bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509816/ 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2006), miscarriage in 2005, premature birth in 2000 and premature birth in (B)(6) 2006. Concurrent conditions included cervicitis. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovulation pain ("cramps with ovulation"), dysmenorrhoea ("severe menstruation pain/ pelvic pain during periods") and migraine ("migraines"). From 2012 until 2016, the patient received motrin at an unspecified dose and frequency. In (B)(6) 2012, the patient experienced vulvovaginal pain ("vagina pain") and headache ("head pain sharp radiating nerve pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular, abnormal menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), loss of libido ("loss of sex drive"), treatment noncompliance ("no contraception at any time following your essure placement") and neuralgia ("head pain sharp radiating nerve pain"). The patient was treated with ibuprofen, zolmitriptan, surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016), surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed. In (B)(6) 2016, the ovulation pain and dysmenorrhoea had resolved. At the time of the report, the intestinal perforation, device breakage, embedded device, device dislocation, device expulsion, menstruation irregular, menorrhagia, vulvovaginal pain, headache, treatment noncompliance and neuralgia outcome was unknown, the genital haemorrhage and dyspareunia had resolved and the migraine and loss of libido was resolving. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intestinal perforation, loss of libido, menorrhagia, menstruation irregular, migraine, neuralgia, ovulation pain, treatment noncompliance and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff advised that she had one coil removed from her bowl(there are still pieces there) in (B)(6) 2007 during her tubal ligation procedure and the other one was removed in (B)(6) 2016 by total vaginal hysterectomy with bilateral salpingectom. The essure device was within the uterine cavity was removed as the patient wanted to have the device for herself, although a small portion of it remained within the uterus as it was scarred in place and this was left for the pathologist to identify. Diagnostic results: hysterosalpingogram revealed that one of the essure coils was not in the correct location. Current weight: (B)(6). Intraoperative findings: uterus, tubes, and ovaries were all normal. There was an essure device noted in the cornua of the left side of the uterus extending into the very proximal fallopian tube. On (B)(6) 2016, pathology test revealed right fallopian tube, salpingectomy - unremarkable fallopian tube with peritubal vascular congestion was done . Uterus and cervix, total vaginal hysterectomy -mild chronic cervicitis was done. Endocervical squamous metaplasia was done. Proliferative endometrium was done. Focal superficial adenomyosis was done. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure device noted in the cornua of the left side of the uterus extending into the very proximal fallopian tube/the left side essure device was actually protruding into the endometrial cavity and a small portion of it remained within the uterus as it was scarred in place (right essure). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2018: new events added- essure device noted in the cornua of the left side of the uterus extending into the very proximal fallopian tube/the left side essure device was actually protruding into the endometrial cavity and a small portion of it remained within the uterus as it was scarred in place (right essure). Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("organ perforation/ bowel perforation"), device breakage ("device was cut away from her bowel and there are still pieces there"), device dislocation ("device migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) (batch no. 509816, 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)), miscarriage in 2005, premature birth in (B)(6) and premature birth in (B)(6). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramps with ovulation"), dysmenorrhoea ("severe menstruation pain/ pelvic pain during periods") and migraine ("migraines"). From 2012 until 2016, the patient received motrin at an unspecified dose and frequency. In (B)(6) 2012, the patient experienced vulvovaginal pain ("vagina pain") and headache ("head pain sharp radiating nerve pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular, abnormal menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), loss of libido ("loss of sex drive") and treatment noncompliance ("no contraception at any time following your essure placement"). The patient was treated with ibuprofen, zolmitriptan, surgery (total hysterectomy on (B)(6) 2016). Essure (ess205) treatment was not changed. In (B)(6) 2016, the abdominal pain lower and dysmenorrhoea had resolved. At the time of the report, the intestinal perforation, device breakage, device dislocation, menstruation irregular, menorrhagia, vulvovaginal pain, headache and treatment noncompliance outcome was unknown, the genital haemorrhage and dyspareunia had resolved and the migraine and loss of libido was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intestinal perforation, loss of libido, menorrhagia, menstruation irregular, migraine, treatment noncompliance and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff advised that she had one coil removed from her bowl(there are still pieces there) in (B)(6) 2007 during her tubal ligation procedure and the other one was removed in (B)(6) 2016 by a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was not in the correct location in tube. Plaintiff underwent essure confirmation test by hysterosalpingogram: physician told the plaintiff that one of the essure coils was not in the correct location. Current weight: (B)(6) ibs. Most recent follow-up information incorporated above includes: on 10-jan-2018: follow up from pfs - event uterine perforation updated to bowel perforation and event cramps with ovulation, pelvic pain, abnormal bleeding, migraines, loss of sex drive, painful intercourse, head pain, vagina pain, device breakage was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.